Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observations revealed that the white suture is frayed and cut, confirming the complaint. No other anomalies were observed with the returned anchor. Possible hypothesis could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. This failure might be attributed to user technique issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by affiliate in (B)(6) that during an anterior cruciate ligament (acl) reconstruction procedure, it was observed that the white loop shortening suture on the rgdloop adjustable stnd broke when it was pulled through the graft into the femoral tunnel (whose length was 30 mm). There were 10 to 15 minutes that were wasted and the rgdloop adjustable stnd fixed loop was put as an alternate fixation in the femur. There was no patient consequence; however. The surgeon wanted to know the reason of the failure of this implant. Also, as per the affiliate the proper storage has been maintained for the implant, and no mismatch of the tunnel and the graft pulled in with ease, also no sharp object was used with the loop and there was no damaged caused with any other object to the loop, as per the affiliate also the proper color of sutures were used for their respective roles. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.